Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated. Boston scientific technical services (ts) was contacted for assistance. It was reported that the patient had not had a device check in years. Ts discussed that the device was past its labeled longevity. The patient had a normal sinus rhythm at 60 beats per minute (bpm). The device was explanted and successfully replaced. There were no adverse patient effects reported.